Manufacturer narrative:
Updated data: d. Suspect medical device: expiration date; serial #; and UDI # h4. Device mfg date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the evolut fx 29 was implanted during a procedure for a patient diagnosed with aortic valve stenosis. The patient had a medical history that included diabetes mellitus managed with insulin, dyslipidemia, hypertension, renal failure not on dialysis, and neurologic impairment. The procedure did not result in any acute complications, and the patient was discharged after 17 days with no late complications. However, moderate paravalvular leak (pvl) noted at the posterior site and no treatment was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the evolut fx 29 was implanted during a procedure for a patient diagnosed with aortic valve stenosis. The patient had a medical history that included diabetes mellitus managed with insulin, dyslipidemia, hypertension, renal failure not on dialysis, and neurologic impairment. The procedure did not result in any acute complications, and the patient was discharged after 17 days with no late complications. However, moderate paravalvular leak (pvl) noted at the posterior site and no treatment was reported.